Event description:
It was reported that during a thyroid procedure, while trying to coagulate the vessels, the active branch broke and fell into the operation area. There were no adverse consequences for the patient; the patient is in good condition. Another device was used to complete the procedure. (B)(4).

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.